Manufacturer narrative:
Block h6: imdrf impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2303 is being used to capture the reportable event of medication required. Imdrf device code a090208 is being used to capture the reportable event of poor quality image.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the exalt model d scope and 3005099803-2024-03338 for the orca air/water and suction valves. It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used with orca air/water and suction valves during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024, for the treatment of bile duct stones. The patient was placed in the prone position at the start of the procedure. The physician began to advance the scope while attempting to insufflate the patient's esophagus. They reported that insufflation with co2 was intermittent. The physician reported suboptimal views and sticky mucosa. While attempting to advance, an approximately 1.5- 2cm mucosal tear with exposed submucosa was observed at 0.5cm above and 0.5cm below the upper esophageal sphincter. Clips were used to control the bleeding and purastat hemostatic gel was applied. The patient was then hospitalized and discharged on (B)(6) 2024. The procedure was not able to be completed due to this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03383 for the exalt model d scope and 3005099803-2024-03338 for the orca air/water and suction valves it was reported to boston scientific corporation that an exalt model d single use duodenoscope was used with orca air/water and suction valves during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2024, for the treatment of bile duct stones. The patient was placed in the prone position at the start of the procedure. The physician began to advance the scope while attempting to insufflate the patient's esophagus. They reported that insufflation with co2 was intermittent. The physician reported suboptimal views and sticky mucosa. While attempting to advance, an approximately 1.5- 2cm mucosal tear with exposed submucosa was observed at 0.5cm above and 0.5cm below the upper esophageal sphincter. Clips were used to control the bleeding and purastat hemostatic gel was applied. The patient was then hospitalized and discharged on (B)(6), 2024. The procedure was not able to be completed due to this event.

Manufacturer narrative:
Block h6 imdrf impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2303 is being used to capture the reportable event of medication required. Imdrf device code (B)(6) is being used to capture the reportable event of poor-quality image block h11: the returned exalt model d scope was analyzed. The scope was connected to the capital equipment and displayed image; however, the image was not as clear as it should be. The tip of the insertion tube was filled up with remnants of use which were also blocking the camera. The event of poor-quality image was confirmed. After the camera was cleaned, the image was displayed clear with no issues. Both valves and their connections were checked, and they did not have a visual damage. The scope was able to insufflate as intended without any issues. It was also noted the scope returned with the elevator lever broken. However, the elevator was working, the broken part did not return. It is likely that the insufflation issues happened as a result of complications when advancing the scope through the patient. This process could have been affected by the way the device was placed and by how it was being manipulated from the outside. It is also probable that the blood from the laceration could have blocked the air channel, affecting the insufflation during the procedure. With all the available information, boston scientific concludes the reported event was an adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU.) Additionally, laceration is noted within the IFU as a potential complication associated with the use of the device. The device instructions for use (IFU) were reviewed. The reported event of laceration was found to be listed in the IFU.